Manufacturer narrative:
The customer did not return the affected device and no lot number was provided. The customer's description indicates that the device could be pressurized but it would no hold pressure. After filing the complaint, the customer provided additional information which indicated that the bag was tested prior to use and presumably functioned as intended because a catheter was inserted in the patient before the bag "lost" pressure. It also stated that the staff is accustomed to these devices and followed the IFU and that they have not had any issues since. Based on the limited information provided, the investigator's conclusion is that this was an incident of the user not following the IFU and the device having a bad check valve. The device could be pressurized but the stopcock was not placed in the correct position to maintain pressure. The bad check valve was not able to maintain pressure as well as bags made with good check valves. This would explain why the device passed the pre-test and was placed in service but the did not adequately hold pressure during the procedure. Even with a bad check valve the device would have maintained pressure as intended if the stopcock had been placed in the "maintain" position.

Event description:
The customer alleges that "bag did not maintain pressure. Patient had loss of blood pressure. " no other details were provided.